Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: were there any unexpected outcomes or complications as a result of the prolonged surgery time? No unexpected outcomes or complications. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. No altered treatment. Any other adverse patient consequences and what treatment was provided to manage them? No other adverse patient consequences. Lot number? Kje586.

Event description:
It was reported that the patient underwent septoplasty procedure on (B)(6) 2019 and suture was used. While the surgeon was closing in the nose, the tip of the needle broke off the suture. The tip of the needle was observed and retrieved and disposed of in the sharps container. The procedure was delayed due the event and was completed successfully. There were no adverse patient consequences reported.